Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, a sales representative reported via (B)(6) that an ar-12990 knee scorpions top portion of the jaw came apart from the rest of the device. 0-fiberlink was passed through the meniscus in the typical fashion and when the doctor removed the device to retrieve, the top of the jaw remained in the joint, with the suture still secure in the trap door. A grasper was used to remove the piece, along with the suture tail. Upon further scoping it was determined that no part of the device was left in the joint. This was the second of 2 passes, and since the tail was passed and retrieved with the broken piece of the device, the case was able to be completed without further issue or harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.